Event description:
It was reported that during a repair procedure, the screw was broken in an incomplete longitudinal way, the graft was fixed without any problem in the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 10x35mm biorci screw was returned for evaluation. Visual assessment of the screw showed the distal threads are slightly deformed. This deformity is consistent with being implanted. Further examination of the screw using a stereo microscope showed no abnormalities (cracking, breakage). This investigation could not identify any evidence of product contribution to the reported complaint. Additional information on

Event description:
It was reported that during a repair procedure, the screw was broken in an incompleted longitudinal way, the graft was fixed without any problem in the patient. All the pieces were removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.